Event description:
It was reported patient death occurred. During a left atrial appendage (laa) closure procedure, a versacross access solution was selected for use. A 24mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The implant was completed in one deployment maneuver and was compressed 13.3% - 15.4%. There was no indication of pericardial effusion before or after the procedure. There were no changes hemodynamically during the procedure. The case was completed with no strange circumstances. On (B)(6) 2025, while the patient was still admitted in the hospital, the patient went into cardiac arrest and was taken in for surgery. It was discovered that the patient had a pulmonary artery laceration caused by the transeptal wire. The patient passed away soon after. No malfunction of the device. Cause of death was pulmonary artery laceration. No autopsy performed. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported patient death occurred. During a left atrial appendage (laa) closure procedure, a versacross access solution was selected for use. A a 24mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The implant was completed in one deployment maneuver and was compressed 13.3% - 15.4%. There was no indication of pericardial effusion before or after the procedure. There were no changes hemodynamically during the procedure. The case was completed with no strange circumstances. On (B)(6) 2025, while the patient was still admitted in the hospital, the patient went into cardiac arrest and was taken in for surgery. It was discovered that the patient had a pulmonary artery laceration caused by the transeptal wire. The patient passed away soon after. No malfunction of the device. Cause of death was pulmonary artery laceration. No autopsy performed. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device technical analysis: it was indicated the device was disposed by the facility; therefore, a technical analysis of the complaint device could not be completed. While there was a media provided, it did not provide the details needed to confirm the allegations. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk assessment: a review of the versacross access solution risk documentation was completed and confirmed that the event of vessel trauma, death and cardiac arrest were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the event description suggests that the event is anticipated in nature as per the IFU for the versacross access solution device; therefore, the events of vessel trauma (perforation of vessel), death and cardiac arrest are known inherent risk of device.